Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the prosthesis exhibited inflation issues due to fluid leak. All components were removed and replaced, there were no patient complications reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the prosthesis exhibited inflation issues due to fluid leak. All components were removed and replaced, there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, these inflatable penile prosthesis (ipp) components underwent a thorough analysis. Visual analysis identified that the pump kink resistant tubing (krt) was worn down to the filament. Under microscope observation it was noted that the pump was contaminated. The pump was not functionally test due to the contamination identified within the pump. The spherical reservoir passed the leak test. The cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the middle and in the proximal cylinder bodies. A leak was found in the proximal cylinder bodies, due to a hole at corner of a fold in the outer tube. Based on the information available and analysis, the probable cause can be traced back to the outer tube as the device would not be functional due to fluid loss thus confirming the reported clinical observation.